Manufacturer narrative:
The insulin pump was monitored. All operating currents are within specification. No unexpected alarms noted. The insulin pump had an intermittent button response noted during testing due to flattened dome switch on the up arrow button. No physical damage noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly and alarm cannot be cleared. Customer indicated that alarm happens at night and requires her to wake up to rewind. If she doesn't wake up then her blood glucose goes up. Customer also indicated that the up arrow on pump is not responsive. Customer's blood glucose was 250 mg/dl at the time of incident. Troubleshooting was done for alarm and keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.